Event description:
It was reported that error 455 (saline pump self-test error) occurred. The procedure was not completed due to this error. There were no patient complications. This event is being reported for aborted/cancelled procedure with sedation.